Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt  reported that the ins is taking over 2 hrs to charge the ins to 100%. This has been going on for the last month or so. Pt indicated that they started out with 2 groups and was able to charge every 3-4 days but lately his ins battery will barely make it a day. Pt is charging from 0% most days. Pt was seen on (B)(6) 2024 for evaluation of issue and new group was added with lower settings to see if that would extend out the ins battery longevity which doesn't seem to be helping pt at the moment. There were no therapy concerns as pt states therapy is fine when ins is on and charged. Pt did mention today that some of the contacts are "out" but have been that way for some time and those are not being used. Technical services (ts) reviewed with both the patient and the rep that further ins diagnostics are needed to better understand the system. Manufacturer representative (rep) present with patient in the clinic and reporting they are still having issues with recharging, as it is taking longer to charge, and they are charging more often. Rep stated when they called in a few days ago, they suggested looking at impedances as well. Ts advised rep to look into the recharge diary, which revealed the following: 36 min average recharge time 9 hour average recharge interval 1.2 hours to go 30-100% 1 hour 70-100% both on excellent 1 session on (B)(6), 2 sessions on (B)(6), 4 sessions on (B)(6) rep and patient report the following parameters: used to charge every 3 days. Current battery is at 60% charged at 8:30 last night to 100% running rate of 430, pw 400 patient states that less than 3-4 weeks ago, they felt like their stim was burning up and they added a c program with lower parameters. On (B)(6) patient reports they had program a with a rate of 500. Rep stated that during the previous call, ts suggested looking at impedances, which revealed the following: all connections are "normal". 0 reference 8 is 19,480 ohms 15 is 17,400 ohms 7 is 14,570 ohms programming is on electrodes 9 and 11 reference 9: 11 is 850 ohms 1 is 2340 ohms reviewed past history and specifically changes to recharging frequency and duration. Noted that some programmed electrodes have had higher impedances that would still support therapy but would cause an increase in recharge burden. Also reviewed a marked increase in rate between (B)(6) and (B)(6) programming sessions (from 100 hz to 470hz). It appeared pt was reprogrammed in (B)(6) 2024 as well but no session report was available for that session. The pt would increase their stim some during the day as needed per rep but the pt didn't make very large changes to stim. No falls, trauma or procedures. Ins is superficial in abdomen about 1 inch or so above belt line. Pt is thin and ins outline can be felt per rep. Ts also reviewed recharge duration and concern that pt is having both good and excellent coupling during recharge sessions given the duration of the sessions. Ts reviewed there were no concerns about the ins integrity but that given age of leads and extensions and higher impedances, there may be need for lead/extension replacement lo longer term.

Event description:
Additional information was received from the medtronic rep. Per medtronic representative, a revision is being planned but date pending. Additional information was received from the manufacturing rep. Rep stated the patient isn't getting their ins replaced.

Manufacturer narrative:
H1: after additional information received and review, changing reportability from malfunction reportable to serious injury reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was using the system. They reduced the rate to address the recharge frequency and things were working ok though the patient was still charging their ins more frequently than they had in the past.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep called to follow-up on this case. The caller reported that high impedances causing recharging to take longer. The caller indicated that they ran impedances today and the value for the active pair 6- 5+ is 2190ohms. The patient reported that they were charging every 2.5 days and now are charging daily. The rep noted that at another appointment the patient was reprogrammed to use lower impedance electrodes but the patient did not get effective coverage. Last night charging, the recharger diary shows charging 1 min. The patient claimed that they charged from 30% to 80% during a two hour charging session with excellent coupling. The caller confirmed that the ins date and time are incorrect. They caller adjusted the date and time. The caller ran group b battery estimate and expected recharge interval would be 1.7 days. With group c the battery recharge interval calculation showed a value 2.7 days. The patient indicated that the calculated value was too long, as they charged up to 80% based on the patient remote or the tablet showed 100% and the ins battery was at 50% charged now. Agent reviewed battery charge and depletion consideration. The caller will work with the patient on programming options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the program rate and pulse width was reduced to reduce overall energy usage. Rep noted that the patient may have a lead revision in 1-2 years. The information has been confirmed with the physician.